Event description:
Reportedly, the status light of the home monitor remains off despite activation of the pit button.

Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior: the device does not work anymore. - the root cause of this issue could not be determined; however, it could result from the wear of the power supply connector or from a mechanical shock.

Event description:
Reportedly, the status light of the home monitor remains off despite activation of the pit button.